Event description:
It was reported that pump experienced malfunction and pump screen went dark and would not turn on, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support instructed customer to attempt reboot steps, confirmed shipping details, arranged replacement pump under warranty.